Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately one (1) year and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm. Additional information received from patient's mother indicating that patient had expired due to prosthetic bacterial endocarditis and bacteremia.

Manufacturer narrative:
Attempts to obtain additional information and device were not successful. Without receipt of the device or additional information the reported explant and death cannot be investigated and a root cause cannot be determined. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. MDR# 2015691-2015-00055 was filed for the explant of the 25mm valve.